Event description:
A report was received that the patient was experiencing discomfort at the click anchor site. The patient underwent a revision wherein the physician moved the anchor deeper. The patient was doing well following the procedure.